Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The customer complained that a hair was inside the sterile packaging. One part inside and the other part outside

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination found a hair between the seal tab and the tyvek package, confirming the reported allegation, however the device was further sent to depuy ireland for investigation and the sterility of the device was not compromised. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: depuy synthes quality system raised nc# nr-0194709 to address the current complaint condition. 1) quantity manufactured: (B)(4). 2) date of manufacture: 20-dec-2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 30 november 2032. 5) IFU reference: IFU: 090200829. Device history review: depuy synthes quality system raised nc# (B)(4) to address the current complaint condition. 1) quantity manufactured: (B)(4). 2) date of manufacture: 20-dec-2022. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 30 november 2032. 5) IFU reference: IFU: 090200829.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (medical device problem code) device contaminated during manufacture or shipping (a1802) is being utilized to capture packaging - foreign matter - inside sterile packaging (foreign material inside sterile packaging) & packaging - foreign matter - outside sterile packaging (foreign material not inside sterile packaging).

Event description:
Additional information received states that no surgical delay was reported.